Manufacturer narrative:
Concomitant medical products- model: 1458q86, competitor lead; implanted: (B)(6) 2012 model: 1388t-52, competitor lead; implanted: (B)(6) 2006 model: 6996sq58, subcutaneous defibrillator coil lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with ventricular tachycardia (vt) requiring external defibrillation/cardioversion. Patient has a competitor cardiac resynchronization therapy defibrillator (crt-d) and the patient received shocks that did not convert the ventricular arrhythmia. The tip of rv lead was at the rv septum, so the physician decided to implant a new dual coil rv lead with the tip in the rv apex. The defibrillation threshold (dft) testing was not successful, then a subcutaneous coil lead was added to the system and dft testing was still not successful. The physician will evaluate the patient with the possible addition of a coronary sinus (cs) coil lead in the future. In was noted that the patient has a left ventricular assist device (lvad) system implanted and tolerates ventricular arrhythmias. The single coil rv lead has been capped and replaced and the dual coil rv lead and subcutaneous coil lead remain in use. No further patient complications have been reported as a result of this event.